Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was explanted and no other intervention was required. Additional information received reported that during exam the day after surgery, the iol was found to have subluxated inferiorly. The patient also reported blurry visual acuity. The surgeon suspects a posterior capsular tear during the last rotation / positioning of the iol in bag. There was no secondary surgical procedure at the time of the original surgery because the iol was well centered and no vitreous in the anterior chamber (a/c). The patient had no contributing medical history and was reported well at discharge. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.